Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer stated that the cartridge was recently filled. The customer declined troubleshooting with tandem's technical support. There was no reported impact to blood glucose.